Event description:
The customer obtained higher than expected accutni results within the risk stratification range for two patients. Subsequent testing produced lower results within the normal reference range for both patients. Service was dispatched and addressed a hardware issue. Although hardware is a likely contributing factor, a definitive root cause has not been determined to date for this event.